Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal bupivacaine 6.5 mg/ml at 2.6246 mg/day and morphine 12.5 mg/ml at 5.047 mg/day via an implanted pump. It was reported the patient experienced withdrawal symptoms. The patient¿s pump had stalled several times and had not restarted. Per the pump logs interrogated on (B)(6) 2021, a motor stall occurred on (B)(6) 2021 at 3:05 pm and recovered on (B)(6) 2021 at 3:10 pm. Motor stall subsequently occurred on (B)(6) 2021 at 1:14 pm and recovered on the same day at 1:41 pm. A motor stall occurred again on (B)(6) 2021 at 5:45 pm and recovered at 5:52 pm and stalled again on (B)(6) 2021 at 7 pm and recovered on (B)(6) 2021 at 7:31 pm. On (B)(6) 2021 a stall occurred at 6:03 am with a recovery at 6:08 pm. The pump stalled again at 7:22 am with no recovery noted. The patient was informed to go to the nearest emergency room (ER) in her area. It was noted the patient did have an MRI on (B)(6) 2021 and did not get the pump checked afterwards. The hcp from basic home health infusion reported that the patient did not tell her about the MRI until after she interrogated her pump today. The doctor ordered for basic home infusion to decrease her to minimum rate. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. It was asked but unknown if surgical intervention was planned. The patient¿s weight and medical history were also asked, but unknown.

Event description:
Additional information was received from the device manufacturer representative indicated that the cause of the motor stalls was unknown. It was reported that the time of the MRI was unknown. The patient was programmed to minimum rate and started on methadone and percocet until seen by surgeon on (B)(6) 2021. No decision has been made yet if the pump will be replaced or explanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.